Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a urine catheter. The customer reports that on (B)(6) 2014 the device was placed without any problem. On (B)(6) 2014, the device was stuck and then after the device was deflated and inflated again, the device was no longer stuck. On (B)(6) 2014, as it was impossible to deflate the balloon, the device was disconnected without success. The inflated balloon was removed at emergency.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Multiple attempts have been made to retrieve additional information with no response. If additional pertinent information becomes available, the report will be updated.